Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter tubing of a bd saf-t-intima¿ IV catheter safety system, had separated from the catheter adapter, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one representative unit was received for analysis. Our quality engineer inspected and tested the returned unit and confirmed that the device met manufacturing standards. We were unable to determine a root cause for this issue. DHR for lot number 7026662 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383313 with lot number 7026662 was manufactured on february 8, 2017. According to sampling plan applied for product performance, this lot was accepted and released. We were not able to associate this defect to the manufacturing process. No CAPA was opened since this issue could not be confirmed as manufacturing related.